Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details is unavailable as contact information was not provided. Reason for reoperation: seroma and "device watering." These are known potential adverse events addressed in the product labeling.

Event description:
Patient reports "device watering, tumor has found on the lymphatic side. Checking for the seroma." The side and device status are unknown.